Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During an internal review of programming and diagnostic history, it was identified that unintended change in device settings occurred before an office visit on (B)(6) 2014. On (B)(6) 2013 the device was interrogated and it was found to be programmed at 2.25ma, 20hz, 500usec, 30sec on, 10min off, with the magnet mode settings at 2.5ma, 500usec, 60sec on. The following interrogation on (B)(6) 2014 found that the device was disabled. Review of the available diagnostics history did not find any record of an interrupted system diagnostic test that might have caused the change in device settings. The settings were corrected on (B)(6) 2014. No patient adverse events were reported.